Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found complete without any irregularities, this instrument was produced at the (B)(4) facility as part of a 50 pc. Lot in april of 2015. The returned instrument was evaluated and found that the pin that holds the jaws in the tube assembly has been popped and the jaws are loose and misaligned to each other in the closed position thus validating the alleged complaint. Further evaluation of instrument shows that although pin was slightly popped loose in tube assembly there are no parts missing from this applier as returned for investigation. Parts were 100% visually inspected and function tested at the (B)(6) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. We are unable to determine at this time what caused the pin to pop out and the jaws to come loose and misaligned with each other in the closed position, but mishandling at the customers site is suspected. No corrective action required. Conclusion - no conclusion code available that could. Accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
The screw that holds the jaws was loose and some clips fell from the applier at ligation. No clips remained in the patient's body. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The screw that holds the jaws was loose and some clips fell from the applier at ligation. No clips remained in the patient's body. The patient's condition is reported as fine.